Manufacturer narrative:
G4: 05feb2020. B4: 02mar2020. H6: conclusions code updated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03 mar 2020.

Event description:
The customer reported that the unit has battery issue. The customer reported that the unit was not in use on patient. The field service engineer (fse) was unable to verify the reported problem. The field service engineer (fse) noticed that the battery is 7 years old. The field service engineer (fse) replaced the back-up battery to address the reported problem.